Manufacturer narrative:
The company representative observed that the iabp was building up condensation. He removed the condensation and replaced the crm assembly (part number: 0997-00-0986-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported while the iabp was in use on a patient, the iabp generated a "blood detected" alarm and stopped working. No patient injury was reported.